Event description:
E was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstruations") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 10 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("headache"), fatigue ("intense tiredness"), myalgia ("muscle pain"), neck pain ("neck pain") and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy with annexectomy, essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, headache, fatigue, myalgia, neck pain and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, fatigue, headache, menorrhagia, myalgia and neck pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 12-jul-2018 for the following meddra pt (excluding this case): menorrhagia: 1458 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstruations") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 10 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("headache"), fatigue ("intense tiredness"), myalgia ("muscle pain"), neck pain ("neck pain") and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy with adnexectomy, essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, headache, fatigue, myalgia, neck pain and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, fatigue, headache, menorrhagia, myalgia and neck pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.